Manufacturer narrative:
(B)(4)

Event description:
It was reported that while opening the flexima nephrostomy catheter, a white film was noticed on tip of catheter so they decided not to use the device. They grabbed another of the same to complete the case successfully. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: black residue was noted on the curl (pigtail) during decontamination to indicate handling/ prep. From a visual evaluation, it was found that white material was stuck to the coated section of the catheter including the distal end/pigtail that was in contact with the packaging card. Also, the suture was found to be broken/ cut approximately 73 cm from its crimp likely from handling/ interface with metal cannula - one broken end remained attached to the device and the other end with the stopcock key/ crimp was also returned with the device. The suture did not break due to inadequate suture strength or material degradation. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Event description:
It was reported that while opening the flexima nephrostomy catheter, a white film was noticed on tip of catheter so they decided not to use the device. They grabbed another of the same to complete the case successfully. No patient complications were reported and the patient status is ok.